Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product was returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading with the adc device was reported. A caregiver reported a low result from the adc meter, and the customer experienced a breathing difficulty and seizure. A healthcare professional was called to the home, and administered sugar water for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading with the adc device was reported. A caregiver reported a low result from the adc meter, and the customer experienced a breathing difficulty and seizure. A healthcare professional was called to the home, and administered sugar water for treatment. There was no report of death or permanent impairment associated with this event.